Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided. The picture shows tissue with a staple line present and what appears to be a device compressing tissue. It can be appreciate that 2 staples are missing from the staple line. Based on the photo reviewed the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there were two staples missing from the specimen side of the first firing using a black gst reload and gore seam guard buttressing material. Procedure was completed with the same device. There were no issues on the patient side of the staple line. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p56a5c. Investigation summary: loose straight staples were found in the knife slot and crotch of the end effector which could account for staples missing from the staple line. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.